Event description:
In 2004, the user facility informed the distributor of the following: catheter put in place, it was fine, connected to the port and the port leaked. Did not remove catheter only port.